Event description:
Co received a medical device tracking form from a dr that states that co is the MFR of the removed mandibular implant. The brand name next to the implant on the form states that it is a tmj implant. Upon investigation, the facility personnel stated that the pt's records the implant was labeled as tmj condyle implant.